Manufacturer narrative:
The returned module was evaluated. During evaluation the module passed all visual and functional testing. No errors or interruptions to measurements were observed and no loss of measurements with cable bending, and alarms were functional. The module was opened for internal inspection and no defects were observed. The patient cable passed continuity testing. The module was determined to be functioning as designed.

Event description:
The customer reported that the clinician's impression of the patient's state (moving) was not consistent with the patient state index values provided by the device. No consequences or impact to patient were reported.